Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed the extended self tests (est), short self tests (sst), performance verification tests (pvt) and all calibrations.

Event description:
It was reported that a ventilator experienced an unspecified malfunction. There was no report of patient involvement. There is no report of serious injury or death associated with this event.